Event description:
During fixation of a mid-shaft femoral fracture, the surgeon inserted the lateral entry nail and the cortex of the greater trochanter fractured. Surgeon placed the nail, screws and used a cable to retract the fracture. The surgeon is not planning a revision.

Manufacturer narrative:
Additional info has been requested. Subject device was not explanted. The investigation could not be performed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.